Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard flat mesh device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. This emdr represents the bard flat mesh (device #1). The patient's attorney did not make any allegations regarding the implanted bard ventralight st device. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device #1). On (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol ventralight st mesh. As reported, the patient is only making a claim for an adverse patient outcome against the bard flat mesh (device #1). As reported, the attorney alleges general allegations against the bard mesh for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard flat mesh device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 1 month post implant of bard flat mesh, patient was diagnosed with hernia recurrence, fibrosis and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jul-2013) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device #1). (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol ventralight st mesh. As reported, the patient is only making a claim for an adverse patient outcome against the bard flat mesh (device #1). As reported, the attorney alleges general allegations against the bard mesh for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with multiple ventral hernia and recurrent umbilical hernia thereby underwent open hernia repair with the implant of bard flat mesh (device #1). Per operative notes, "multiple fascial openings coming through midline supraumbilical area with recurrent hernia on umbilicus. A piece of bard flat mesh (device #1) was tailored and sutured in place covering both ventral and recurrent umbilical hernia." (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia thereby underwent robotic assisted laparoscopic converted to open hernia repair with the removal of bard flat mesh (device #1) and small bowel resection. Per operative notes, "the omental and small bowel adhesions to the anterior abdominal wall was taken down. Multiple small hernia below the bard flat mesh (device #1) repair was noted. The mesh was fused to the small bowel, this portion of small bowel was resected. Multiple area of recurrence along the entire mesh was removed." (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia thereby underwent open hernia repair with the implant of ventralight st mesh (device #2). Per operative notes, "the hernia sac in the upper abdomen was entered and excised. The adhesions were taken down. The hernia recurrence located above the prior mesh which was fully incorporated. The defect was measured and a piece of ventralight st mesh (device #2) was sutured circumferentially." Attorney alleges that the patient had adhesions, bowel perforation, bowel removal, pain, hernia recurrence. It is also alleged that the patient had foreign body giant cell reaction, extensive fibrous serosal adhesions with multiple areas of recurrence along the prior mesh, the mesh had to be left on the small bowel due to expected enterotomy, small bowel resection due to the mesh being fused to the bowel and laparoscopic converted to open procedure due to fear of damage to the small bowel wall and contamination and lysis of severe adhesions with mesh removal.